Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity. The hcp reported that patient in after pump had continued to alarm since last friday. The hcp stated patient came in on monday after reaching low reservoir and then went home and pump continued to alarm. The hcp stated he came back today and when reinterrogated, no new events showed up in the logs. The hcp stated he made an update to the low reservoir alarm volume of the pump and then called technical services. Technical service agent had the hcp reinterrogate and check that no active alarm banner appeared and stated pump alarm should be silenced now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.